Manufacturer narrative:
A biomérieux internal investigation has been completed. Complaint trend analysis and device history record. A trend analysis was completed regarding the complaints recorded for a misidentification due to an "fine tuning that has drifted under the vilink alert tool criteria" and "non optimal spot preparation". Probability as per safety risk management procedure 001622 rev 07.a: improbable. There is no CAPA, no non conformity on vitek ms linked with customer 's complaint. As the expected identification is unknown, it was not possible to determine if other similar issues have already been observed. Investigation: fine tuning: the status was not optimum at the time of acquisition. Spot preparation quality: the calibrator spot preparation: quality was not optimal. The calibrator "all peaks" values were quite heterogeneous. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator). Knowledge base (kb) review: the expected identification is unknown, so it was not possible to state if the strains tested were present in vitek ms kb used by the customer. Customer would have to confirm the identification with a reference method, such as sequencing. Sample data analysis: the number of peaks detected was low for lab ID di201107. The potential identification issue was obtained from the spectra having the lower number of peaks (which is close to the acceptable limit for giving an "identification" result or a "no identification" result). The low quantity of peaks present in the spectra acquired is an indication that a fine tuning was needed during customer tests. The system was not able to detect the appropriate amount of peaks to effectively identify the samples. The data was analyzed with knowledge base (kb) version 3.2 and four out of five tests gave a no identification result. There was only one potential identification issue. It is recommended that the customer update their vitek ms kb version to kb v3.2. Since the expected identification is unknown it is possible that the species was not present in the vitek ms kb v3.1 or v3.2. Again, the customer would have to confirm the identification with a reference method, such as sequencing. Root cause analysis. Fine tuning has drifted under the vilink alert tool criteria. Non optimal spot preparation.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification while testing an environmental strain from a pharma industry lab using the vitek® ms instrument (reference # (B)(4) , serial # (B)(4) with knowledge base (kb) version 3.1 for industry use only. Lab ID di201107 identified as (B)(6), isolated from lab coat alternate method: unknown. The expected organism identification is unknown. There is no patient harm since this was an environmental strain; therefore, there is no adverse event related to any patient's state of health.